Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt was diagnosed with a driveline infection, and the driveline site had ¿pea green colored¿ drainage. Oral antibiotics were administered and the site drainage improved. The pt remains ongoing.

Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the MFR¿s investigation is completed.